Manufacturer narrative:
This report is for unknown ¿ 4 hole locking attachment plate (lap)/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article kim, m., cho, j., lee, y., shon, w., park, j., kim, j. And oh, j. (2017) locking attachment plate fixation around a well-fixed stem in periprosthetic femoral shaft fractures. Arch orthop trauma surg, doi 10.1007/s00402-017-2745-4. The purpose of this article is to reports the clinical results using a locking attachment plate (lap) instead of cable fixation to fix locking plates to a periprosthetic femoral shaft fracture. This retrospective study reviewed cases between august 2012 and december 2014. The study included nineteen (19) patients which consisted of five (5) male patients and fourteen (14) female patient with a mean age of 74 years (range 56-96 years). The average follow-up was 16 months (range 12-36 months). A copy of the literature article is attached to this medwatch. This is report 2 of 2 for (B)(4). This report is for an unknown ¿ 4 hole locking attachment plate (lap) and refers to one (1) unknown patient needed IV antibiotic therapy for surgical site infection. One (1) unknown patient underwent surgery for infection of bipolar hip arthroplasty, but there was no evidence of infection at the fracture site.